Manufacturer narrative:
Follow-up # 1 - 6/2/2015 device evaluation.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective processor u5, displaying error 1, sc 205. A secondary issue was also noted, where the meter would not turn on when receiving due to a defective transistor t103. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their onetouch ping meter had displayed an error message ¿ error 1. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on ¿(B)(6) 2015, 2:45pm.¿ the patient stated she manages her diabetes with insulin pump therapy and denied taking any action to her usual diabetes management routine as a result of the alleged error message. ¿5 minutes¿ after receiving the error message, the patient reported she developed the symptoms of ¿shaky and weak.¿ the patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter was being used. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury which suggests that the patient¿s condition may have deteriorated as a result of not being able to test their blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.